Event description:
It was reported that while using a cadd® cadd-legacy® pca pump, 4.5 ml of medical fluid remained in the medication reservoir. However, after an "air bubble" alarm sounded, all of the medical fluid ran out. No patient injury.